Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. As of 13-jun-2023, a system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. Per the physician, there were no issues with the ion system. The biopsied lesion was 1.5 cm in diameter and located in the left upper lobe, abutting the pleura. Post procedure, a pneumothorax was identified via chest x-ray. The patient experienced shortness of breath and chest pain on deep breathing. The pneumothorax was moderate in size and increased over time; therefore, a chest tube was placed to resolve the pneumothorax. The patient was hospitalized for approximately 3 days and then discharged. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.